Event description:
It was reported before using the bd bactec¿ mgit¿ 960 supplement kit, one (1) supplement bottle was found to be contaminated. The user described the floating contaminant as "something like mold". There were no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for evaluation: yes. D9. Returned to manufacturer on: 18-jun-2025. H3. Device eval by manufacturer: yes. Investigation summary: mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). Panta batch number 4264166 was provided by the customer. Batch history review for panta batch 4264166 was satisfactory and no quality notifications were generated during manufacturing and inspection. Qc inspection and testing were satisfactory at time of release. For this product, retention samples are maintained as individual components and no complete cartons were available for inspection. Retention samples were inspected for panta batch 4264166 (10 vials) and no media defects were observed in the retention samples. For further investigation, two panta vials of batch 4264166 were diluted in 10 ml of sterile water. One reconstituted vial was placed into a 20-25-degrees celsius incubator and one reconstituted panta vial of batch 4264166 was placed into a 33-37-degrees celsius incubator. At seven days incubation, no growth was observed in the incubated retention vials. Three photos were received to assist with the investigation. The photos showed one stoppered panta vial (batch 4264166 exp 2026-03-11) with a mass floating in the media. One reconstituted panta vial of batch 4264166 exp 2026-03-11 was received as a return with mold floating in the media. This complaint can be confirmed for the unknown kit batch. No complaint trends have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination.

Event description:
It was reported before using the bd bactec¿ mgit¿ 960 supplement kit, one (1) supplement bottle was found to be contaminated. The user described the floating contaminant as "something like mold". There were no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device lot #: 4264166 was reported; however, this is not a kit lot # manufactured for the reported catalog #. Updated to unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.